Event description:
It was reported that atrial lead exhibited sensing and capture issues. The lead was explanted and replaced. The patient was in a stable condition prior, during and after the procedure.